Event description:
The customer reported, a failure to deliver therapy during a pt event. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported a failure to deliver therapy during a pt event. There was no report of negative pt impact. At this time it is unsure if the reported failure is related to the charge or shock function. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.